Event description:
Using the dexcom g6 sensor the adhesive caused a chemical burn on the skin. FDA safety report ID# (B)(4).

Event description:
Additional info received from reporter on 5/5/2021 from report number mw5101175. Receive a chemical burn from the adhesive for a dexcom g6 sensor.